Manufacturer narrative:
Based on the info provided, there was no injury to either pt or user. Complying with osha 1910.1030 (d) (3) (I) and asge technical guidelines requires the facility to provide, and wear, appropriate protective equipment. This would mitigate any potential for harm. Review of the lot history record indicates no problems in the mfg of this device.

Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a colonoscopy procedure, a significant amount of fluid leaked from the device and sprayed onto the floor. The customer removed the device and replaced it with another without any further issue. There was no reported harm to pt or user.